Event description:
User facility reported, "patient had a total knee arthroplasty done six months ago. Surgeon determined that knee was infected, and implants had to be removed." Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure. No device usage problem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.